Event description:
It was reported the patient presented to the hospital for lead revision due to dislodgement as a result of twiddlers syndrome and subsequently resulted in loss of ventricular capture. The patient felt dizziness prior to the procedure. The lead was explanted and replaced with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.